Event description:
Caller states that they checked out their stock of 6sct and found one 6sct that did not have the correct curve. The caller confirmed the tube was not used on a pt.

Manufacturer narrative:
(B)(4). No analysis was performed. The sample has not been received for eval to confirm the failure. The lot number was not provided and without the lot number the device history record cannot be reviewed. Info of this nature has been added to the database for trending purposes.